Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a unrelated procedure. Upon pre-operation interrogation, it was observed the atrial lead was failing to capture and failing to sense p-waves. The lead was discovered to be dislodged. No imaging was completed to confirm dislodgement. The lead was capped on (B)(6) 2020 and not replaced. The patient was stable.